Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), premature menopause ("hormonal changes describe: pre-menopausal - early"), loss of libido ("lack of sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), migraine ("migraines / headaches"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), headache ("headache") and abdominal pain ("abdominalk pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, premature menopause, loss of libido, vaginal haemorrhage, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, fatigue, weight increased and headache outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, premature menopause, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Discripancy noted in essure insertion and removal date: insertion dates: (B)(6) 2003 & (B)(6) 2013. Removal dates (B)(6) 2015 & (B)(6) 2015. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events early menopausal, lack of sex drive, vaginal, menorrhagia, depression and anxiety, migraines / headaches, dental problems, dysmenorrhea, fatigue, weight gain, abdominal pain are added. Lab data updated. Concomitant & historical drugs conditions drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 12234060-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastrooesophageal reflux disease, skin cancer, migraine, cocaine addiction, pneumonia, tonsillectomy in 1975, wisdom teeth removal in 2008, myringotomy and endometrial ablation. Concurrent conditions included morbid obesity, acid reflux (oesophageal), sleep disorder since 2015, menometrorrhagia, endometrial ablation, d & c, adenomyosis, loss of energy, tobacco abuse, abdominal pain, uterine bleeding, reactive airways disease, herpes simplex, squamous cell carcinoma of head and neck and acute diverticulitis. Concomitant products included bupropion, duloxetine hydrochloride (cymbalta), hydromorphone hydrochloride (dilaudid), lisdexamfetamine mesilate (vyvanse), omeprazole, sertraline and trazodone. On (B)(6) 2003, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced premature menopause ("hormonal changes describe: pre-menopausal - early"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("lack of sex drive"), migraine ("migraines / headaches"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headache") and abdominal pain ("abdominalk pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation on 2014 and robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, enterolysis). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, premature menopause, loss of libido, vaginal haemorrhage, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, fatigue, weight increased and headache outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, premature menopause, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Discripancy noted in essure insertion and removal date: insertion dates: (B)(6) 2003 & (B)(6) 2013 removal dates (B)(6) 2015 & (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 12234060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, acid reflux (oesophageal) and sleep disorder since 2015. Concomitant products included bupropion, lisdexamfetamine mesilate (vyvanse), omeprazole, sertraline and trazodone. On (B)(6) 2003, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced premature menopause ("hormonal changes describe: pre-menopausal - early"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("lack of sex drive"), migraine ("migraines / headaches"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), headache ("headache") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy) and surgery (ablation on 2014). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, premature menopause, loss of libido, vaginal haemorrhage, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, fatigue, weight increased and headache outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, premature menopause, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted in essure insertion and removal date: insertion dates: (B)(6) 2003 & (B)(6) 2013. Removal dates: (B)(6) 2015 & (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lot number added. Onset date of event pelvic pain, premature menopause, vaginal haemorrhage, menorrhagia, anxiety, depression were update. Concomitant disease and drug were added. Reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (plaintiff had surgery to remove the essure.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.